Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found bubbles around reference electrode and bubble stuck on tubing originating from reference bottle joint fitting. The fse determined cause of failure was due to multiple hardware malfunctioned. The fse replaced the reference solenoid valve, ise mix motor, and cleaned/reseated tubing which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported obtaining intermittent false high sodium (na) and chloride (cl) patient results involving the dxc 700 au ise clinical chemistry analyzer. The customer did not provide patient demographics, and the exact number of patients affected is unknown. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.